Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v003739 serial# implanted: 2006-02-28 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the 97715 ins disconnected. The ins was never implanted and will be returned. On 2023-dec-21 additional information was received from the rep. The rep clarified the old lead would not connect properly to the new 97715 battery. Rep was the initial reporter as the issue occurred intra-op. Patient information was obtained. On 2024-jan-02 additional information was received from the rep. The rep provided serial numbers of devices involved. Rep reported the 97714 ins was replaced due to normal eri and was discarded. The cause of the impedances was not determined, but were able to be programmed around and this resolved the issue. Weight was asked, unknown.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that prior to the case they tested the impedances and the electrodes 1 and 2 were out of range. During the case they connected the lead to the replacement ins and the 0-3 electrodes were all out of range. They connected the lead to a second ins and they had the same impedance issue. They connected the lead to the old ins and only electrode 1 and 2 were out of range. The caller changed the lead select screen to have two 1x8 leads and reran the connectivity test and confirmed that all electrodes on the 0-7 port were out of range, the 8-11 electrodes were showing green indicators. The issue was not resolved through troubleshooting. The caller indicated that they had already attempted to remove and clean the extension. The options for how to proceed were reviewed. The caller will review the information with the healthcare provider (hcp). Rep. Said they were very frustrated and sad because of some post-op. Impedance issues they were experiencing. Rep. Reiterated details of case and provided clarity to some details. Rep. Said that when they ran the impedance test pre-op, they saw electrodes 0 and 3 were above 40, 000 and electrode 2 was at 1137(ref. 1) and electrode 1 was at 1123(ref. 2). Pre-op, rep. Already knew electrodes 0 and 3 were out of range and above 40, 000. Electrodes 8-11 were within expected range. Inter-op, the rep. Connected the ins and saw electrodes 0-3 out of range and over 40, 000 no matter which reference electrode was used. 8-11 were still within range. Hcp connected old battery and electrodes 1 and 2 were within range. Rep. Then connected a new battery (another one) and saw that all electrodes 1-3 were over 40, 000 no matter which reference electrodes were used. Rep. Said they had changed reference electrodes all over the place and had tried changing the lead select screen to different configurations, but nothing resolved the issue. Tails of leads were cleaned and pt switched ports, but issue did not resolve. Rep. Asked hcp to use external neurostimulator (ens) to inter-op test, but hcp chose to leave the implant as is and closed the pt up. During the call, rep. Confirmed leads were programmed correctly in lead select screen and got the same impedance values with contacts 0-3 over 40, 000 and 8-11 within range. Contact 9 had 3, 075 and 8, 10 and 11 had 1047 and 1145.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 3998 (lot: v003739); product type: 0200-lead; implant date (B)(6) 2006. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep states the reason for return is ins disconnection.

Manufacturer narrative:
Product analysis #706060190:analysis information -- 29.03.2024 13:16:04 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 97714 lot# serial# (B)(6) impl anted: (B)(6) 2015 explanted: (B)(6) 2023 product type implantable neurostimulator product ID 3998 lot# v003739 serial# unknown implanted: (B)(6) explanted: product type lead h3: the 97715 intellis, serial #(B)(6), was returned for product analysis. Analysis revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.